Manufacturer narrative:
Exact date unknown, event occurred two weeks ago from the date the manufacturer became aware for the event.

Event description:
It was reported that the patients non rechargeable ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.